Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. There were indications of oversensing due to non-physiologic signals/sensing integrity counter. Analysis also indicated the un expected delivery of ventricular tachyarrhythmia therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received an inappropriate shock. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance, high sensing integrity counter (sic), and non-sustained ventricular tachycardia (vt) episodes. An rv lead fracture was suspected. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.